Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician fractured the implant. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. Since the clinician did not provide the implant lot numbers, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required. Refer to per (B)(4).

Event description:
Lodi implant fractured during placement. Top portion broke off; clinician has not removed bottom portion.